Event description:
Complainant alleges the unapproved use of artefill (collagen filler for acne scarring). They stated that a friend was injected with artefill three months ago and has since developed an abscess underneath their eyebrow and on their cheek. The complainant stated that the abscess oozed a cottage cheese like substance when poked. Procedure was performed by dr at their home. They indicated that dr is illegally practicing in the u.s. According to rptr, artefill is currently being marketed by artes medical which refers customers seeking artefill to 2 doctors. Pt notified of their reaction to artefill but did not return calls until after a few days. They advised pt to see a plastic surgeon, and not a general practioner, because the plastic surgeon would be more familiar with the problem. Pt sought medical attention and stated that dr has been approved to use artefill in clinical trials. Pt has not seen other drs for this problem.